Event description:
Healthcare professional reported a lap-band port leak. The pt noted a lack of restriction and the doctor added and removed saline from the device several times and determined there was a leak. The "physician attempted to remove saline and noticed that less was removed than originally injected." The prot was explanted and replaced.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."